Event description:
The dealer told ivc tech that the end user claims to being shocked by the joystick. The dealer says they can not duplicate. The dealer replaced all wires, after finding a small knick in one wire plastic coating. The end user claims the joystick is still shocking them.